Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not clear a downstream occlusion error. The event happened during testing at the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported "will not clear downstream occlusion error" which was not reproduced during testing. A review of the event history log identified multiple downstream occlusion alarms. The cause was determined to be the force sensor out of calibration. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.